Manufacturer narrative:
As no product was returned or lot no. Provided, it was not possible to perform a product inspection or review of the product history sheet (mr004) to confirm if the product was mfg within specification. Reported defect: suspected deflation. Background: ni. Condition upon receipt: no product returned. Visual inspection: no product was returned. Conclusion: no conclusion can be drawn.